Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported a potential infection. It was reported that the patient presented possible signs of infections at the stimulator pocket site. The factors that may have led or contributed to the issue was unknown. The patient was given IV antibiotics and oral antibiotics. Although the issue was not resolved at the time of the report, the physician said that the infection had improved. No surgical intervention occurred or was planned. Relevant medical history includes failed back surgery syndrome and spinal pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review indicated conclusion code is not applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was unknown if any troubleshooting was performed related to the infection at the pocket site. The cause of the infection was also unknown. It was noted that the infection improved. The manufacturer representative stated that they weren't aware if the issue had been completely resolved. They mentioned that the patient had a follow-up appointment scheduled within the week. No further complications were reported or anticipated.